Manufacturer narrative:
Investigation summary: one sample was received. The packaging blister is sealed. A visual inspection was performed. The barrel flanges have burnt plastic, therefore failure mode is verified. Burns can be caused when there is blockage in the mold vents/ gates which can cause burns on the flange of the syringe during molding process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode of foreign matter with the samples provided. This is the 1st complaint for the lot# 8332514 for the same defects or symptoms. There was no documentation of issues for the complaint of batch #8332514 during this production run. Root cause description: burns can be caused when there is blockage in the mold vents/ gates which can cause burns on the flange of the syringe during molding process. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a black foreign substance was seen on the bd luer-lok¿ tip syringe while it was still sealed in the packaging. As reported by the customer, "it was an unused bd 20 ml luer-lok tip syringe found to have a black unknown substance on it within sealed package. Lot #8332514. Exp date 11/30/2023. Ref # 302830."